Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack in the middle of the button. The customer stated that the purple front is loose. The product was returned for analysis.